Event description:
It was reported the fiber got over heated and it got broken. The power output of the device was within the lower limit of the accepted output power range. No error was detected by the device. The issue occurred during a therapeutic renal stone procedure. Per the report the output setting is fine dusting 20w. The intended procedure was completed with the same set of equipment. No harm was reported. No patient harm, no user injury reported. This event includes two reports: report with patient identifier (B)(6) tfl-fbx550s kr214823- fiber. Report with patient identifier (B)(6) tfl-pls , serial unknown- laser system. This report is for report with report (B)(6) tfl-pls , serial unknown- laser system.

Manufacturer narrative:
The device was not returned for evaluation. Additionally, follow up is in progress for additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication regarding the follow up questions concerning the reported event, the following information conveyed: according to the response provided, the broken fiber was observed proximal to the connector. Spark preceded by heat when the broken fiber was observed. The fiber was being used on the patient when the breakage occurred; no device/fragments fell on the patient as the fiber had been taken out. No injury was reported, it was only stated that heat made the doctor not able to hold the fiber anymore. The procedure got slightly prolonged but was completed. The intended procedure was ureteroscopy (urs) renal stone procedure. No information provided for the laser (console) used on the broken fiber. Investigation is ongoing. This report will be supplemented accordingly following investigation.